Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned opened but unused inside the original sterile packaging. Visual examination of the returned product/provided pictures confirmed there was a white debris on the tubing of the device. The white debris is visible at 12-18¿ under normal lighting with up to 10 second inspection. Therefore, the packaging does not meet the acceptance criteria per 8.400 zpc ¿ packaging materials inspection. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: thailand.

Event description:
It was reported that during surgery, black particles were detected in tube of this unit. There was no patient impact or delay reported. Debris was confirmed after final assessment. Due diligence is complete as no additional information is available.